Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s products have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from a coaguchek xs plus meter serial number (B)(4). On (B)(6) 2019, the meter result was 3.6 inr and the laboratory result was 2.33 inr. On (B)(6) 2019, the meter result was 3.6 inr and the laboratory result was 2.54 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.4 inr, donor 2 inr: 3.2 inr , donor 1 hct: 45%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 3.4 inr customer meter and customer strips: 3.3, 3.2 inr donor #2: retention meter and master lot strips: 3.2 inr,., customer meter and customer strips: 3.3, 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.